Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to unknown reasons at this time. No additional adverse patient effects were reported. Further information was requested regarding product return status.